Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A technician reported loss of suction during two procedures. Additional information has been requested.

Manufacturer narrative:
The device history records (DHR) for the disposable lot was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company¿s acceptance criteria. The root cause could not be identified conclusively. The manufacturer internal reference number is: (B)(4).